Manufacturer narrative:
Supplemental submitted to include UDI. Device not available for evaluation.

Event description:
It was alleged that when the fowler was put in the down position, the back part of the seat area caught the patient on the tail bone. The patient later reported pain in their tail bone and right arm. Medical intervention was reported, however details were not provided.

Manufacturer narrative:
Information surrounding a visual and functional inspection was not available. Device not available for evaluation

Event description:
It was alleged that when the fowler was put in the down position, the back part of the seat area caught the patient on the tail bone. The patient later reported pain in their tail bone and right arm. Medical intervention was reported, however details were not provided.

Event description:
It was alleged that when the fowler was put in the down position, the back part of the seat area caught the patient on the tail bone. The patient later reported pain in their tail bone and right arm. Medical intervention was reported, however details were not provided.